Manufacturer narrative:
Patient and device codes added additional codes: annex f added corrected data: e. Initial reporter first name corrected e3. Initial reporter occupation corrected medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 day following the implant of this transcatheter bioprosthetic valve, inside a previously implanted non-medtronic surgical aortic valve, the patient suffered from a stroke with hemorrhagic conversion. The patient was placed on comfort measures only. No additional adverse patient effects were reported. Additional information was received that indicated that symptoms included minimal responsiveness and lethargy with left-sided weakness. The stroke was confirmed via computed tomography, and was noted to be possibly ischemic with hemorrhagic conversion; however, there was no evidence documented. The patient was transferred to the neurology unit, but no further treatment was performed as the neuro team decided the risks of surgery outweighed the benefits based on the patient's cardiac history. The patient subsequently died five days after onset. Per the physician, the cause of the stroke was unknown.

Manufacturer narrative:
Continuation of d10: product ID deliv sys d-evolutfx-2329; product type: 0195-heart valves medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 day following the implant of this transcatheter bioprosthetic valve, inside a previously implanted non-medtronic surgical aortic valve, the patient suffered from a stroke with hemorrhagic conversion. The patient was placed on comfort measures only. No additional adverse patient effects were reported.